Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of poor contact with ECG leads connector is unconfirmed as the problem could not be reproduced. One 3cg lead was returned for evaluation. Scratches were observed on the first and second contact points of the 3cg leads connector. The returned 3cg leads and a non-complainant 3cg stylet were connected to a sherlock sensor top plate. A signal was observed at the third contact point of the 3cg leads connector. The reported issue could not be reproduced, as no issues were found with the connectivity of the ECG leads during testing. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
: H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that leads on 3cg were defective. Wires not visibly noticed to be damaged. No other information was provided.